Event description:
The customer stated that he went to the emergency room due to high blood glucose levels with a reading of 400 mg/dl. The customer stated the he had just changed the infusion set prior to the event. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump also passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.